Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) showed diastolic reading with ¿0¿. The unit was swapped out with another to continue therapy. No patient harm was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country) g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion). Additional information: event site postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) shown diastolic reading with ¿0¿ during use. A getinge field service engineer (fse) evaluated the iabp unit and he was unable to duplicate the issue reported. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.